Event description:
It was reported that, after an r3-tha construct had been implanted on the left hip joint performed on (B)(6) 2010, the patient felt slight discomfort, without pain in the groin. During orthopedic consultation, a cyst of the anterior hip area was found, 45 ml of rusty fluid was evacuated and examined where the norms of chromium and cobalt were exceeded. At the end of (B)(6) 2021, metallosis was diagnosed and patient requires a revision surgery that has not been conducted yet. Patient's outcome is unknown.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
It was reported that, after an r3-tha construct had been implanted on the left hip joint performed on (B)(6) 2010, at the end of (B)(6) 2021, metallosis was diagnosed and patient requires a revision surgery that has not been conducted yet. Additional information has been requested for this complaint but has not become available. A review of the historical complaints data for the modular head, sleeve and r3 liner was performed using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. No other similar complaints were identified to involve this batch for the modular head and the r3 liner. Other similar complaints were identified to involve this batch for the sleeve. However, as the device is no longer sold, no action is to be taken. No other similar complaints have been identified for the part number and the reported failure mode. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. Modular heads, sleeves and r3 liners have been phased out from the market and as a result there is no live risk management file to review. Therefore, an evaluation of failure modes is not required. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible; it was confirmed that the listed batch was manufactured before corrective action implementation. No further escalation actions required. Based on the reported symptoms it cannot be concluded that the events/clinical reactions (discomfort, and cyst of the anterior hip area that contained 45 ml of rusty fluid and elevated cobalt, chromium) were associated with a mal performance of the implant. The patient impact cannot be determined at this time. Based on the available information we cannot further investigate or confirm the reported complaint, or the details supplied in this complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If additional information becomes available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.